Manufacturer narrative:
The ge service rep performed an onsite investigation. The interconnect cable was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the systems did not display images on the monitor. No pt injury was reported.